Event description:
The customer reported that a new heparin 25000units/250ml IV bag was hung at 1900 and was programmed to infuse at 23.8ml/hour (25unit/kg/hour) with a vtbi of 230ml. At approximately 2130 the IV bag was found empty when there should have been177ml remaining. The IV bag should have lasted 10.5 hours. The patient "was found to have some scant bleeding in hand and around tubing". Labs were drawn frequently and monitored until the ptt was back to normal level.

Manufacturer narrative:
The customer's report of an over infusion of heparin was confirmed and replicated. During physical inspection it was noted that the membrane frame was found to be a non-carefusion part. Log analysis shows that the on (B)(6) 2015 at 9:13pm the pcu was powered on with the event pump module identified as channel a seconds later. At 9:14pm the user restored the previous programming parameters for "heparin protocol low". During programming a soft guardrails alert occurred because the programmed dose of 25 unit/kg/h was above the guardrails dose limit of 17 unit/kg/h. The user selected yes to continue and the infusion began at a rate of 23.8ml/hr with a vtbi of 178.451ml; the initial primary volume infused was recorded as 3095.79ml. Approximately four minutes later an air-in-line alarm occurred. At 9:18pm the user powered off the pump module which recorded a primary volume infused of 3097.25ml for a total recorded volume infused of 1.46ml. Rate accuracy testing was performed and the device was found to be out of specification with periods of unregulated flow observed. The membrane frame was replaced with a known good carefusion part, rate accuracy then measured within specification with no unregulated flow observed. The non-carefusion part was reinstalled and unregulated flow was again observed to occur. The root cause of the reported event was use of a non-carefusion membrane frame that has been determined to have been manufactured by (B)(4).